Event description:
It was reported, the device is used for angina and for the last month he has had stimulation in his shoulder and back. After leaving stimulator off for a while, he turned it on and experienced what felt like a shocking sensation. His only recent activity has been picking apples and raking. The programmer appeared to be working correctly after a new battery was installed. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4)